Event description:
It was reported to philips that the device experienced an operational check failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized remote service engineer (rse) observed the reported problem and advised to replace the therapy pca kit and defibrillator capacitor assembly. After three unsuccessful attempts to contact the customer, the rse closed the case. This will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.